Event description:
On (B)(6) 2012, the pt was implanted with two gore tag thoracic endoprosthesis to treat a ruptured descending thoracic aneurysm. It was reported the pt had tight access at the right common iliac, the physician attempted to use a terumo introducer sheath for access and the iliac artery ruptured during the sheath insertion. To correct the torn iliac artery, the physician repositioned a previous fem fem bypass and repaired the torn artery. A 22 fr gore introducer sheath was used to complete the procedure. The pt tolerated the procedure. On (B)(6) 2012, the pt had a watershed stroke. The pt is table at this time.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specs. The gore tag thoracic endoprosthesis instructions for use (IFU) states complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to: neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis) and vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture). Add'l devices implanted and/or related to this event (B)(4).